Event description:
Caller reported experiencing a minimum fill notification with the insulin pump. There was no adverse impact to the customer's blood glucose level. Despite attempts by technical support to resolve the issue by reloading the original cartridge and using a new cartridge, the problem persisted, leading to the decision to replace the malfunctioning pump. The caller was instructed to use multiple daily injections (mdi) as a backup insulin therapy. The pump was confirmed to be under warranty, and the caller was guided to return the faulty pump using a pre-paid label, following instructions to place it into storage mode beforehand.